Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspection was performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to confirm the reported rupture; therefore, a cause for the difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 6 x 40 mm armada 35 balloon ruptured at 5 atmospheres during inflation. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.